Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced some oozing at the pump insertion site and the site was redressed and angle matched. The current partial thromboplastin time was over 200 and systemic purge heparin was withheld until in goal range. The pump was successfully weaned and explanted from the patient's bedside with 40 minutes of manual pressure.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.